Manufacturer narrative:
Other devices of the same device family used in this case were: (B)(4) biosorb fx 1.5 mm plate; (B)(4) biosorb fx 2.0 mm plate; (B)(4) biosorb fx 1.5/6.o mm fastener; (B)(4) biosorb fx 2.0/6.o mm fastener. We cannot define which device was actually affected. Based on the described symptoms and findings an infection not associated with the actual device seems likely. We are also aware another similar cases in this hospital which raise questions of some kind of hygienic problem. Foreign-body-reaction associated with the implant is possible, but less likely based on the existing case history and the known properties of the implant material as well as published literature.

Event description:
Right zygomatic tripod fracture reconstruction with biosorb fx plates and screws on (B)(6) 2003. On (B)(6) 2003 pain in the right malar area. On (B)(6) 2004 intermittent swelling on right cheek. The patient was refered to ent department for fess operation. After fess intermittent swelling decreased.